Event description:
It was reported that during the implant procedure thresholds were not optimal for the right atrial (ra) lead and right ventricular (rv) lead. It was also noted that the helix of the ra lead was not able to be deployed. The leads were not used and other leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.